Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the ruby coil to the target vessel. Multiple attempts were then made to detach it using the handle but was unsuccessful; therefore, the ruby coil was removed. The procedure was completed using another ruby coil and the same handle. There was no report of an adverse effect to the patient.